Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and checked the drive pressure, which was 80mmhg. The iabp was able to pass all the leak tests, and the fse performed all pneumatic, functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit displayed a low vacuum alarm. During this time the patient's heart rate was 80-90. The nurse called the getinge emergency support line and the getinge emergency support consultant (gesc) directed the nurse to retrieve a secondary iabp, as this iabp needed to be serviced. The nurse took the gesc's direct number in order to call back for transfer assistance once the other iabp was located. The nurse located another iabp, called back within a few minutes, and was assisted with the transfer to the other iabp. The initial iabp was then tagged for the biomed department. The downtime of therapy was less than one minute and the nurse indicated that there was no patient harm, serious injury or adverse.